Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly fully deployed. No issues were noted that would result in high blood glucose levels or cause the cannula to become dislodged from the infusion site. Inspection of the exposed portion of the soft cannula did not find it bent or kinked. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Using the pod 5 / pages 43-44: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose history is as follows: (B)(6). The pod's cannula was bent and out of the skin. Hyperglycemia treated by patient with a correction bolus (exact amount was not provided). The pod was worn between 4 and 24 hours on the hip/buttocks. There was insulin leaking noted at the insertion site.